Event description:
It was reported that the customer received a button error alarm. No additional information was provided.

Manufacturer narrative:
Insulin pump received with no esc and act button response due to flattened button dome switch. No button error alarm noted during testing. Insulin pump received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, scratched keypad overlay and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.